Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user had issue to pull medication from ed pyxis. The customer stated that they were unable to access the medication from the affected cubie, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medications from ed pyxis. A technical support specialist (tss) identified which security groups an affected user had access to. Then checked the security groups of all medications loaded in the affected drawer and then compare their accessible security groups to the security groups of the medications loaded in the affected drawer. Then identified the medication that was blocking access and inform the customer. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user had issue to pull medication from ed pyxis. The customer stated that they were unable to access the medication from the affected cubie, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.